Event description:
It was reported the system shut down without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The customer was advised to replace hv cable and hv tank, however, the customer decided not to do so. The system was returned to the customer.